Manufacturer narrative:
The investigation into the access site bleeding has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The root cause of the access site bleeding was patient condition related because after multiple repositioning attempts in the ICU that repo sheath no longer sealing arteriotomy due to patient's obesity. Instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding from the access site during impella support. It was noted by the physician that the patient's obesity was preventing the repo sheath from sealing the arteriotomy. As a result, the decision was made to replace the cp pump with a 5.5 pump and to leave the peel away in place to tamponade the groin site. The patient survived the procedure.